Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room due to significant purulent drainage from the driveline site. The patient reported that she had been doing dressing changes daily and that the cleaning agent had been significantly irritating the skin causing burning and itching. A wound culture was collected and preliminary results showed no organisms. Computed tomography (CT) scan of the chest, abdomen, and pelvis with contrast showed redemonstration of lvad (left ventricular assist device) with subcutaneous component, which coursed along the right stranding and thickening of the dermis at insertion into soft tissues. It was noted that the findings could be related to infection and inflammation. There was no fluid collection to suggest abscess. The patient had been previously treated for driveline infection in (B)(6) 2021 and (B)(6) 2021. Cefepime was stopped and zosyn was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Previously noted infections MFR#: 2916596-2021-05593, 2916596-2021-05632.